Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancy events with multiple sensors. The customer's sensor glucose reading from the reported event was 244 mg/dl while their blood glucose reading was 70 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 70 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. Additionally, the customer stated their blood glucose level was 52 mg/dl. They treated their low blood glucose with food. The insulin pump and sensor will not be returned for analysis.